Event description:
It was reported that during a cholecystectomy procedure, the clip did not change correctly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Eval summary: the analysis result for the el5ml instrument found that it was returned with the jaw ramp broken off from the right side, empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. However, it is known from the history that the jaws condition would cause malformed clips. An investigation has been initiated to address the root cause of the broken jaw issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.